Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. One the same day, the patient was pulled over by a cop due to her driving. The patient was experiencing periods of ¿blacking out¿. The cop called the paramedics and when they arrived, the patient¿s bg meter was 47 mg/dl while the cgm was reading ¿in range¿ (no specific value reported). Ems treated the patient with IV glucose. When ems rechecked the patient¿s bg meter reading, it was 500 mg/dl. Ems stayed with the patient for about 45 minutes. The patient was not transported to the ER. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.